Event description:
During dialysis, the pt complained of abdominal pain, nausea and vomiting and experienced hypotension. The treatment was terminated and the pt hospitalized for 23 hours observation. The blood draw done in the ER was reported as grossly hemolyzed.